Event description:
It was reported that during eye surgery, while attempting to insert the intraocular lens (iol), the tip of the cartridge cracked and the iol could not be implanted. A replacement lens was successfully implanted in the patient's eye. Through follow-up we learned that the patient is doing well, with no complications. The doctor expressed dissatisfaction with what happened with the injector. No further information has been shared.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - medical device problem code - 3191: no code available (dissatisfaction - quality/design). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 08-apr-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the plunger rod was fully retracted. The cartridge tip and cartridge presented with a crack that extended to stress mark damage in the tube of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, and no issues were identified. The lens was cleaned, presenting with a tear and damage to the optic body. A video was provided by the customer; photographs were taken from the video were evaluated. The first photograph shows the suspect cartridge tip, and the lens can be observed to be stuck in the tip of the cartridge. The second photograph displays the lens removed from the cartridge tip using a metal forceps; the cartridge tip can be observed to be damaged. The last photograph displays the suspect cartridge, and a crack can be observed from the cartridge tip to the cartridge tube. The complaint issue "cartridge tip cracked/damaged" was identified during product and photograph evaluation. The observed "cartridge crack" and "cartridge damaged" are similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.